Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted; one in the lad and one in the cx. Approximately 47 months post the index procedure the patient expired. Cause of death and device relationship is unknown

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (death) evaluation codes, conclusions: inherent risk of (B)(4).